Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range p wave measurements were observed during implant. Device was exchanged however out of range measurements were still observed. Atrial lead was removed, replaced and connected to the new device after which normal p wave sensing measurements were observed. Patient was stable post-procedure.